Event description:
It was reported that the down arrow button was depressed, was not clicking, and was not responding with every button press. A family member confirmed that all button presses have been correct; no blood glucose excursions as the result of this alleged malfunction were reported. She denied any damage or peeling of the keypad.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive; all other keypad buttons are responding appropriately. The down arrow button contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.